Event description:
The customer reported that the pump was not delivering insulin properly, and several attempts to contact the customer were unsuccessful, resulting in messages being left. The issue with the insulin gauge displaying different amounts than expected did not have an adverse impact on the customer's blood glucose level. To resolve the issue, the customer disconnected from the pump and relied on multiple daily injections following their healthcare provider's advice. Technical support decided to replace the pump and provided tracking information for the replacement, although the customer declined additional tracking details.